Event description:
During a polypectomy procedure the physician used a cook endoscopy acusnare polypectomy snare. Prior to pt contact, the snare was extended and retracted. At this time handle movement was reported to "not feel smooth". However, the snare was advanced into position and placed around the polyp. The user experienced difficulty retracting the snare to close around the polyp. Due to retraction difficulties, a polypectomy without electrosurgical cautery was accidentally performed. The snare was removed and two hemoclips were used to stop the bleeding at the polypectomy site. A foreign object did not have to be retrieved from the pt. No add'l procedures were required, due to this occurrence. The pt did not experience any adverse effects due to this observation. Eval: we were unable to conduct a full investigation because the product used during the procedure was not returned to cook endoscopy for eval. One snare from the same lot that had been opened by the user facility, but not used was returned for eval. Our eval confirmed handle retraction difficulties, due to a kink in the outer-catheter near the handle assembly. Because the product had been opened prior to eval, we were unable to determine exactly when the outer catheter became kinked. However, the appropriate personnel have been informed of this observation in an effort to heighten awareness. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this info, the likelihood of this type of occurrence is remote.

Manufacturer narrative:
Conclusions: info provided in the report indicated the user observed irregularities with handle manipulation prior to use. The instructions for use direct the user to visually inspect the device with particular attention to kinks and or bends prior to use. The instructions for use also direct the user to fully retract and extend the snare to confirm smooth operation of the device. The user is directed not to used the device if an abnormality is detected that would prohibit proper working condition. Kinks in the outer catheter can occur if the device experiences excessive pressure during use and/or generated handling. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrences and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No corrective action warranted at this time because the info provided indicated the product was used on contradiction with the instructions for use. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.